Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to the boston scientific corporation that an autotome rx sphincterotome device was used in 2008, (female patient; weight is unk). According to the complainant, resistance was felt when the sphincterotome was exiting the scope. The procedure was able to be completed with the same device. Examination of the catheter after it was retracted from the scope revealed no damaged to the distal tip of the catheter. There were no patient complications reported as a result of this event.